Event description:
A (B) (6) girl was in cardiac or respiratory arrest condition when taken to the hospital. The physician tried to ensure the transfusion route at the patient's bone marrow using the device. After tapping the patient's body, he felt that resistance was off. The physician removed the needle, but the cannula did not tap into the patient's bone marrow. The physician recognized that the cannula was buried into the baseplate side. He then ensured the transfusion route at the patient's leg region, but the patient died after that.

Manufacturer narrative:
(B) (4). Two devices were returned in a used condition. Per specification, there is 100% inspection for these devices. It is verified that the cannula is molded or glued securely into hub and glue is smooth. An examination of the device found that with sufficient force the cannula can become dislodged and be forced into the baseplate. Measures have been initiated in an effort to reduce and/or eliminate this potential failure mode. We will continue to monitor for similar complaints.